Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and suture was used. Two days post op the patient fell at least three times and had to go to the ER. Had to remove the suture because it broke. The patient is fine. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency of the products? Is photo available of patient dehiscence? What was the procedure date? What date /day post op was the dehiscence noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product code and/or lot of each product used: prineo and monocryl 2-0, 4-0? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How were the sutures placed (interrupted or continuous)? How were the sutures tied (square knot or multiple knots one end)? What tissue(s) dehisced? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? If applicable, will product be returned? If so, please provide the return date and tracking information. Related medwatch reports: 2210968-2023-03851, 2210968-2023-03852, 2210968-2023-03853.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the alleged deficiency of the products? The prineo system split in half right down the middle after patient fell is photo available of patient dehiscence? No picture provided. What was the procedure date? Date not provided. What date /day post op was the dehiscence noted? 2 days post op. Was any prescription strength medication prescribed? Please specify? None. Was any surgical intervention performed? In the ed sutures 2/0 and 4/0 broke and were taken out, incision washed out. Deep stratafix symmetric layer was intact. Please describe how was the adhesive was applied. Normal application per IFU what prep was used prior to, during or after adhesive use? Not known. Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi male. Patient pre-existing medical conditions (ie. Allergies, history of reactions) none. Product code and/or lot of each product used: prineo and monocryl 2-0, 4-0? Not known. Current patient status. Fine. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Patient feel. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? N/a. How were the sutures placed (interrupted or continuous)? 2/0 interupted and 4/0 running. How were the sutures tied (square knot or multiple knots one end)? Not known. What tissue(s) dehisced? How was the dehiscence managed? Managed in the ed. Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Please describe the appearance of the suture during the second procedure. N/a. What symptoms did the patient experience following the index surgical procedure? Onset date? If applicable, will product be returned? If so, please provide the return date and tracking information.